Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be very tortuous, (tight/closed anterior genu) combined with gross vessel diameter mismatch between the cavernous segment & the distal landing zone. The anatomy location/vessel name of intended treatment was the supraclinoid region/paraopthalmic. The patient received dual anti-platelet agents prior to the procedure and post procedure. Access was through transradial. There was no resistance encountered during navigation of the flow diverter device to the target lesion. The position of the delivery catheter was confirmed by visualizing the radiopaque markers. There was no resistance encountered during the flow diverter deployment. The flow diverter was partially resheathed over the flattened/torqued aka problem area about 3-4 times. ¿crossing with wire was attempted¿ refers to a 14 guidewire. Anx refers to aneurysm. 4. The size of the aneurysm was a stryker balloon & a stryker retriever were used to open the implant while it was deployed. The techniques employed to resolve the issue involved recrossing with j-wire, ballooning, stent retriever were all attempted. In the physician¿s opinion the cause of the flow diverter not to open was the severe anatomy and potential oversizing of the implant due to the one segment that measured 4.7mm. The procedure was completed by leaving the stent in place as it had excellent seal both distal & proximally and there was sufficient stagnation in the aneurysm. There were no changes noted to the vessel wall at implantation site. Routine medications with additional monitoring were administered. The patient is currently asymptomatic but will remain monitored. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported issue ¿stent deformed¿, ¿stent failed/unable to open¿ and ¿stent improperly deployed¿.

Event description:
It was reported that during the procedure it was appeared to be a clear ¿ribbon¿ in the proximal midsection of the subject stent. The physician believed that the subject stent flattening would open final unsheathe. However, after unsheathing, it became apparent that the subject stent was twisted in the mid-stent segment, despite full apposition at both the distal and proximal ends and good coverage over the 4mm aneurysm neck. Various techniques were attempted to correct the issue¿including crossing with a wire, use of a stent retriever, and proximal ballooning¿but all were unsuccessful. A balloon was also used to mitigate the crimped/torqued subject device and regain access. The case was prolonged about 2 hours. Given the presence of good collateral circulation and excellent flow stagnation in the aneurysm, the physician decided to leave the implant in place and proceed with monitoring. According to the physician, the flow diverter failed to open due to severe anatomy and potential oversizing of the implant due to the one segment that measured 4.7mm. Patient is currently asymptomatic but will remain monitored. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure it was appeared to be a clear ¿ribbon¿ in the proximal midsection of the subject stent. The physician believed that the subject stent flattening would open final unsheathe. However, after unsheathing, it became apparent that the subject stent was twisted in the mid-stent segment, despite full apposition at both the distal and proximal ends and good coverage over the 4mm aneurysm neck. Various techniques were attempted to correct the issue¿including crossing with a wire, use of a stent retriever, and proximal ballooning¿but all were unsuccessful. A balloon was also used to mitigate the crimped/torqued subject device and regain access. The case was prolonged about 2 hours. Given the presence of good collateral circulation and excellent flow stagnation in the aneurysm, the physician decided to leave the implant in place and proceed with monitoring. According to the physician, the flow diverter failed to open due to severe anatomy and potential oversizing of the implant due to the one segment that measured 4.7mm. Patient is currently asymptomatic but will remain monitored. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.